Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgical staff noticed that a fragment from the single-site port accessory broke off and fell into the patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The single-site port has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the isi csr who was present during the surgical procedure. The csr indicated that the single-site port was inspected prior to use and that the surgeon did not experience any difficulty or issues inserting the single site port accessory into the patient. However, after the endoscopic camera manipulator (ecm) was docked to the patient, the surgeon observed that a fragment the size of a crumb from the single site port accessory had broken off and fell into the patient. Using two endowrist grasper instruments, the surgeon attempted to retrieve the broken fragment; however, the fragment was not located. The csr indicated that the surgeon attempted to locate the broken piece; however, after approximately 15 minutes the surgeon made the decision to discontinue his attempts to retrieve the fragment. The single-site port accessory was replaced and the planned surgical procedure was completed with no further issues. Per the csr, the surgeon indicated to her that the patient is recovering well and has not experienced any post-surgical complications as a result the reported event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.